Event description:
The latest incident happened last night, but I'm writing to report an ongoing issue I've noticed with autosoftxc infusion sets (6mm) kinking upon insertion, resulting in insulin not being delivered as intended and multiple high blood glucose events (250-400 mg/dl). This has happened with approximately 1/4- 1/3 of my sets over the last couple months. The fact of the kink is not always immediately clear due to insulin onset time and the countless ongoing factors inherent in t1 diabetes management that may also be impacting bg (high glucose may also be the result of stress, dose miscalculation, caffeine, etc.). The only way to absolutely verify is to remove the infusion set. Once the issue with the kink is verified, it typically takes a few hours to return bg to normal levels and may set off a roller coaster pattern due to not knowing how much insulin was actually delivered. I've started leaving the previous infusion set inserted much longer than usual as a backup, although this causes skin irritation, and using the product far beyond the recommended time per the IFU. Though I've occasionally had kinks in the past, I have never had them with this much frequency. Also, I was educated on proper insertion technique after former events, which minimized future occurrences. However, proper technique seems to have no bearing here. This has occurred with multiple lots (both 5in and 23in). I'm curious if tandem has changed their materials or any part of the manufacturing process. Another possibility is the heat, although these are generally kept at room temperature. Tandem has replaced all reported kinked sets.